Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
A customer's family member reported via phone call indicating that the customer experienced high blood glucose level of 560 mg/dl due to a bent cannula in the middle of the night. The customer was not with the caller at the time of the call to retrieve the serial number of the device. The customer did not return the product back for analysis.